Manufacturer narrative:
(B)(4). Stent fracture can be the result of severe torquing or kinking of the stent implant such that there would be material stress/fatigue that would weaken the material and result in a breakage of the stent implant. There was no damage reported during unpacking, visual inspection and/or during the procedure. Coronary angiography identified the stent fracture reportedly with a complete separation. It is possible that over inflation or anatomical conditions could have contributed to the reported stent fracture. However, cine of the procedure is currently not available for review, thus the stent fracture can not be confirmed. The re-stenosis appears to have contributed to the angina and resulted in the hospitalization and additional non-surgical treatment (angioplasty and additional stenting). Additionally, angina and re-stenosis are known adverse events as listed in the promus instructions for use (IFU). A conclusive cause for the reported stent fracture, patient effects and their relationship to the product, if any, cannot be determined; however, the hospitalization and additional therapy/ non-surgical treatment appears to be related to the operational context of the procedure. All sds are visually inspected for damage at numerous points in the manufacturing process.

Manufacturer narrative:
(B)(4). Stent fracture can be the result of severe torquing or kinking of the stent implant such that there would be material stress/fatigue that would weaken the material and result in a breakage of the stent implant. There was no damage reported during unpacking, visual inspection and / or during the procedure. Coronary angiography identified the stent fracture reportedly with a complete separation. It is possible that over inflation or anatomical conditions could have contributed to the reported stent fracture. However, cine of the procedure is currently not available for review, thus the stent fracture can not be confirmed. In this case, the re-stenosis appears to have contributed to the angina and resulted in the hospitalization and additional non-surgical treatment (angioplasty and additional stenting). Additionally, angina and re-stenosis are known adverse events as listed in the xience v instructions for use. A conclusive cause for the reported stent fracture, patient effects and their relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the first target lesion was located in the 1st obtuse marginal (om). Predilatation was performed prior to placement of the study stent. Patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2009, the patient was readmitted to the hospital with new symptoms of angina. Coronary angiography was performed the next day (B)(6) 2009, and the target lesion located in the 1st om was found to have 99% restenosis. On (B)(6) 2009, 134 days post index procedure, anigographic core lab report noted a type 4 stent fracture with complete separation of stent fragments. In area of the fracture there is a focal in-stent restenosis (isr) of approx. 7mm. The area of restenosis in the 1st om was treated with angioplasty and the placement of a non-abbott stent at the focal area of restenosis. A non-abbott stent was also placed proximal to the stent where restenosis occurred. Resulting lesion stenosis was 0% with a timi flow of 3 at the lesion site. The event was considered resolved without residual effects. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided. (B)(4).